Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) had reached battery status ert2 (elective replacement time) two weeks earlier, and the capacitor reform terminated before reaching full charge. There was concern that the patient would not have therapy available if needed. The ICD was replaced.

Manufacturer narrative:
Event conclusion the ICD was not returned to cpi for analysis; cpi will submit additional info if it becomes available.